Event description:
It was reported that a patient had bradycardia when their device was titrated from 1.0ma to 1.25ma output current. The bradycardia stopped when the vns was disabled. No additional information is available.